Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02716. It was reported that a rotawire fracture occurred. A 330cm rotawire¿ and a 1.75mm rotalink¿ burr were selected for use. During the procedure, both 1.25mm and 1.50mm rotalink¿ burrs were successfully used in ablating the lesion. Then, a 1.75mm rotalink¿ burr was tested. However, upon testing outside the patient's body, the rotawire¿ became fractured 2-3cm before connecting into the y-adapter. The rest of the wire was removed from the patient. The procedure was not completed and angioplasty result was unsatisfying as no other 1.75mm burr was available onsite. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The annulus of the burr was flared, damaged, not rounded and partially blocked. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02716. It was reported that a rotawire fracture occurred. A 330cm rotawire and a 1.75mm rotalink burr were selected for use. During the procedure, both 1.25mm and 1.50mm rotalink burrs were successfully used in ablating the lesion. Then, a 1.75mm rotalink burr was tested. However, upon testing outside the patient's body, the rotawire became fractured 2-3cm before connecting into the y-adapter. The rest of the wire was removed from the patient. The procedure was not completed and angioplasty result was unsatisfying as no other 1.75mm burr was available onsite. No patient complications reported and the patient's status was stable.